Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Catalog numbers and lot codes of other devices listed in this report: 502-03-56e primary tritanium hemi cluster hole cup 56mm er5p83; 6570-0-232 delta v-40 ceramic head 32/+4 53633101; 6720-0937 size 9 accolade ii 132 deg 51089803; 2030-6525-1 6.5 cancellous bone screw 25mm 6258wj. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not returned.

Event description:
Procedure: patient underwent index tha on (B)(6) 2015. Then the patient had a periprosthetic joint infection, so all components where removed on (B)(6) 2019. The patient was placed on a spacer. Then the patient underwent reimplantation on (B)(6) 2019, with off-label use implants.